Manufacturer narrative:
One 2420-0007 sample was received for investigation with residual fluid within the line; no packaging was received with the sample, however the customer indicates the affected lot number to be 19117006. A visual inspection of the returned sample confirmed the silicone tubing had separated from the upper pumping segment component; however analysis of the sample confirmed the presence of a witness line suggesting that the product had been correctly assembled. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records from lot 19117006 did not identify any in-process testing failures or quality deviations which may have resulted in an issue of this nature. Please note that the affected joint is an interference (friction) fit rather than solvent bonded, it is designed to withstand more than the pressure created by the pump and that required by bs: en: iso 8536-9: "infusion equipment for medical use. Fluid lines for use with pressure infusion equipment". All design and in-process testing performed on these products shows that this product is capable of meeting the leakage and tensile strength requirements of this standard; however, if a higher internal pressure is generated, such as during a syringe bolus or a large pulling force is applied, it is possible that this joint will separate. In this instance it was not possible to determine if either of these factors may have led to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for reports of this nature against products in the alaris gemini product family.

Event description:
The reported feedback suggest that there are connection issues. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggest that there are connection issues. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.